Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button was intermittently responsive and sticking. The reporter denied damage to the rubber keypad. The patient reportedly wore the pump underneath clothing and cleaned the inside of the pump's battery compartment with alcohol swabs. Per the user guide, household cleaners, chemicals or solvents are not to be used when cleaning the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings: during investigation, there was corrosion observed inside the battery compartment. A leak test was performed and verified a leak at the battery compartment. The pump was opened and there was no further evidence of moisture found within. There was no damage found to the keypad but there was contamination found under the down and contrast button contacts. The pump failed to power on due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.